Manufacturer narrative:
This is 1st of 2 mdrs.

Event description:
It was reported that during the procedure, during torquing of the subject guidewire, the guidewire was found to be fractured. The fractured guidewire was withdrawn using the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event